Manufacturer narrative:
The patient has developed a stroke. No further information is available as to when the patient developed the stroke, type of surgery or how the surgifoam¿ sponge was used during surgery. At this point of time due to lack of information it cannot be assessed if surgifoam¿ sponge is a contributory factor in the development of the patient's stroke. Therefore, additional clinical questions have been asked. For evaluation on this event please refer to attached letter (from 2018). File attachments. This report is a repeat of MFR report # 3008478369-2018-00003 since the original MFR report was inadvertently overwritten by the importer for reporting a separate incident.

Event description:
It was reported that the patient underwent an unknown procedure and surgifoam was used. A piece of the surgifoam became lodged and moved through the patient's internal mammary artery near the sternum, then into the vertebral and sublclavian arteries causing the basilar artery occlusion and the patient to have a stroke. A cta of the neck and brain showed the rva occlusion. Ferrosan medical devices (B)(4) reference no.: (B)(4). This event was originally reported as 3008478369-2018-00003. However, a maude search showed that this report number was inadvertently overwritten by the importer.